Manufacturer narrative:
(B)(4) conversion to open surgical repair. (B)(4). Corrected data from user facility. Add'l info from the user facility report: (B)(6). Add'l model #s: tfle1856zt, tfle1873zt. Add'l lot#s: 2542613, 2593678. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precaution, and the correct deployment procedure in regards to deployment, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria. Anatomical conditions. Devices were used off-label. Pt anatomy and/or user technique likely contributed to the difficult advancement and subsequent migration of the iliac leg. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) female underwent an abdominal aortic aneurysm repair on (B)(6) 2011. The aorta had a calcified ring that created an hour glass appearance on x-ray. Physician used two iliac limb grafts for stenting. Two grafts would conform to the hour glass creating a sealed graft across the two aneurysms. A company rep was present in the room. Ima embolized using coils. A third graft was also inserted and the graft introducer sheath snagged the lower edge of the second graft and moved it above the renal arteries. Pt was taken to the operating room for open procedure to repair aneurysm.